Event description:
On (B)(6) 2011 at 06:20am, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was inaccurate erratic compared to itself. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began with the purchase of new testing strips at an unknown date and time in (B)(6) 2011. The patient reported inaccurate high morning blood glucose results of '156mg/dl, 145mg/dl and 125mg/dl', performed within 20 minutes of each other compared to his usual morning readings of '80mg/dl' to '90mg/dl'. The patient reported he manages his diabetes with oral medications (metformin and glipizide) dosed based on his blood glucose results. The patient stated that he continued his diabetes management using the meter readings. A month later in mid to late (B)(6) 2011 he became 'shaky'. The patient reported that no treatment was required due to the product issue. The patient advised that when he switched to a different lot of strips, the meter blood glucose results 'went back to normal'. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter was tested and no faults were found. The test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.